Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question. For all test runs, the rois were centered and the event log showed no errors. The flatfield was also okay. (B)(4).

Event description:
On 06sep2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID extend I when used on a galileo instrument, when tested on (B)(6) 2018.